Event description:
The customer reported that there was no alarm. It has not been confirmed if the device was in use for patient monitoring at the time of the alleged malfunction.no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no alarm. No information was provided whether any sound was still coming from the device. It has not been confirmed if the device was in use for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.